Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that customer had an emergency room visit on (B)(6) 2020 to obtain manual shots. Blood glucose was 156 mg/dl upon arrival at the hospital and went up to 348 mg/dl. Customer was treated with manual injection. Customer also experienced a reading of 63 mg/dl on their way to work. Customer ate carbohydrates and plugged them into the device when it started alarming motor error. Customer stated that they were getting multiple motor error alarms and was unable to put them back in without getting the alarm. Customer then switched to the new insulin pump but got a blank display. Customer stated the contacts on the battery cap were not missing or damaged. During troubleshooting, customer was advised to insert a new battery but the display did not return. The insulin pump will be returned for analysis.